Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reportedly occurred 5 years ago). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the anatomy resulting in the reported failure to advance. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a percutaneous transluminal intervention to treat a chronic total occlusion in the distal right coronary artery, the pilot guide wire was advanced to the distal posterior descending coronary artery when a perforation occurred. The perforation was treated with a collagen plug. The patient is reportedly well and the event resolved. There was no additional information provided regarding this issue.